Event description:
After the implant procedure was completed, a pneumothorax was confirmed by imaging, and it was determined the sensing lead had migrated into the pleural space. Physician brought the patient back into the or, retracted the sensing lead from the pleural space, repositioned it, and closed. Physician placed a chest tube and patient remained hospitalized for observation. Pneumothorax resolved and patient was discharged the next day.